Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed on the device which found that it passed all operational specifications. No issues were identified. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and extension sleeve were damaged on attachment device. It was further determined that the ball bearing had fallen apart, the balls were missing and the cage was not available. It was further determined that a pin had wandered and the ball bearings were worn. It was further determined that the device failed pretest for temperature, cutter insertion (fail - ball-bearing), lock operation (fail - rattle) and visual assessment (fail - pins). It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.